Event description:
It was reported that the patient's touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the patient or contact declined further follow-up with technical support.